Event description:
It was reported that during a rotator cuff repair surgery the implant slipped out of the bone. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint was confirmed. One unpackaged ar-3652ttsp-1 serial/batch number (B)(6) was received for investigation. The returned devices were visually inspected, and it was noted that there were no issues with the inserter shaft. However visual evaluation of the anchor/suture found that the anchor suture was frayed. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) can be attributed to excessive force on the shortening suture strands may break the strands and impair the ability to seat the implant fully. Per dfu-0054-10, revision. 0. G. Precautions. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth.